Event description:
The pt underwent the cvs procedure at 12 weeks gestation. One transcervical pass was made. An ultrasound revealed a subchorionic hematoma behind the placenta. The pt spontaneously aborted the fetus at 13 weeks gestation.